Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, dissection.

Event description:
In (B)(6) 2020, this patient underwent a surgical replacement of the ascending thoracic aorta and an ascending aorta to left femoral bypass for a type a dissection. On (B)(6) 2021, the patient underwent endovascular treatment for reduced blood flow of the superior mesenteric artery caused by narrowing of the aorta true lumen using gore® tag® conformable thoracic stent graft with active control system. The device was deployed immediately proximal to the celiac artery, and the proximal side was landed at the dissection site. The procedure was completed without any issue. On (B)(6) 2021, a follow up CT imaging revealed a new entry (sine) at the proximal side. On (B)(6) 2021, a reintervention took place to implant two additional stent grafts and the left subclavian artery was embolized. The patient tolerated the procedure.